Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that during equipment testing, the transducer displayed a usacquisitionhw_40_0 error when it was connected to the ultrasound system. The patient was not in the room when the reported event occurred. Eventually, the transesophageal echocardiography (tee)procedure was performed using another system that the user facility owns. There was no loss of data and there was no patient adverse event reported with the use of the initial and replacement systems. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation, provide the date received by manufacturer, update device evaluated by manufacturer, provide the device manufacture date, update the event problem and evaluation codes, and provide the device investigational results. The device referenced in this report was returned to siemens for evaluation. There was no visible damage on the articulation sleeve area found during visual inspection. Contaminations were found on the mpm board pad which could cause electrical short with ground and lead to system error message or intermittent image problem. System test was able to reproduce the reported error within 10 minutes. The factory leakage test passed at full level. During connectivity test, there was no electrical fault between spc/spp boards, raw cable, gastro flex, distal flex and mmx. The electrical malfunction was found in the transducer connector component. The possible root cause could be due to machining/electroplating debris from the pcb manufacturing process. A review of the device history record (DHR) was performed and there is no information to indicate any non-conformance at the time of manufacturing process.